Manufacturer narrative:
(B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the event have been received since the previous medwach report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) method code: 4114 - device not returned. Summary of investigational findings: a patient with an infected aortic aneurysm had a tevar procedure performed. It was reported that, in an attempt to insert the zta-p-34-161-w1 (complaint device) into the patient's body after ballooning, the physician felt resistance and could not introduce the device into the patient's body. The resistance was felt from external iliac artery to the common iliac artery. An inspection of the device confirmed that the former part of the sheath of the zta delivery system was wrinkled. The physician states that he did not check if there was wrinkle on the sheath prior to use. To note, the patient's anatomy exhibited calcification. The complaint device was replaced with a zta-p-30-155-w1. This stent graft was placed on zone 2. However, a type I endoleak occurred (B)(4). Eventually the endoleak was treated and the procedure completed. The patient experienced no adverse effects as a result of this incident. A photo provided confirms that the tip of the sheath is wrinkled. Review of the device history record gave no indication of the device being produced outside of specifications. CT and angio imaging dated (B)(6)2019 were provided and reviewed by an imaging expert. The review states: ¿the complaint of ¿sheath was wrinkled¿ cannot be demonstrated on the imaging provided¿. However, per the imaging reviewer¿s findings: 'the right eia is patent but has severe calcified occlusive disease throughout. The lumen diameter is 5 mm in the proximal eia with a minimum diameter <5 mm in the mid to distal eia.' By the imaging reviewer¿s impression' ¿the reported complaint of sheath wrinkling of the zta 34 x 161 mm device is most likely due to attempts at advancing the device through the severely calcified and diseased right iliac access vessels. On preop imaging, there is significant luminal narrowing to <5 mm with severe diffuse calcification throughout the right eia, making the vessel inadequate for device delivery. It cannot be determined, based on the imaging provided, if the sheath wrinkling was present prior to device insertion and delivery attempts.¿ the IFU sent with the device states: ¿inspect the device and packaging to verify that no damage has occurred¿ and ¿if damage has occurred, do not use the product; instead, return the product to cook´. Furthermore, the IFU describes that adequate iliac or femoral access is required and if any resistance is felt, particular in cases with e.g. Calcification, it is important to stop and assess the cause of resistance, otherwise vessel injury may occur. Investigation of the ¿captor flexor sheath assembly¿ in this complaint was provided by cinc and concludes: 'cook has concluded that the complaint of the sheath being wrinkled is confirmed based on customer testimony and returned photo sample provided. A photo of the complaint device was returned by the user facility, and it shows there to be a buckle in the sheath material about 1cm from the distal tip of the sheath. Supplier investigation concludes: ¿a definitive investigation conclusion has been attributed to patient anatomy (i.e. Calcification). Although the extent to which the calcification was present in the patient is unknown, this was determined to be the most likely contributing factor the reported failure mode.¿ a likely cause for this event is related to patient anatomy. It is noted that the device was intended to be used for an infected aortic aneurysm, this is outside of IFU. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the event have been received since the previous medwach report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the target site was zone 2. The access was obtained by the right. The physician attempted to insert the complaint device into the patient¿s body after ballooning, but he felt resistance and could not introduce the device into the patient¿s body. Then, he confirmed that the former part of the sheath was winkled. ((B)(4)) therefore, zta-p-30-155-w1 ((B)(4)) was used instead. However, endoleak type1 occurred, which was thought to be due to the smaller diameter/ under-size than the anatomy. ((B)(4)) coil embolization was performed around the sealing stent and the left subclavian artery because the stent graft was placed at zone 2. Eventually, the endoleak disappeared. Additional information received 07aug2019: the physician experienced resistance at the external iliac artery the physician did not check if there was wrinkle on the sheath before using it. Therefore, he is not sure when the wrinkle emerged. Zenith(zta-p-30-155-w1:e3712186) was placed on zone2. Calcification observed from the external iliac artery to the common iliac artery. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.